Event description:
It was reported that when the device was used during an appendectomy procedure, staple line bleeding occurred. The case was completed by cauterization of the vessel, which contained the bleeding. There was no further pt consequence reported. The device is not available for evaluation.